Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states their blood glucose levels had been really high. The customer states the device was cracked at the battery and reservoir compartments. The customer states they do not remember receiving no delivery alarms when they were not receiving insulin. The customer was advised that continuation of therapy pump would be sent out.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the lcd window, a cracked reservoir tube, a broken reservoir tube lip, a broken belt clip slot, broken battery tube threads, and a missing end cap sticker.